Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that defibrillation is not possible in synchronization. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that defibrillation is not possible in synchronization during the self test step. Available details indicate that the device had exhibited symptoms of a failure and the customer was advised a philips field service engineer could come onsite to evaluate the device, but because the device was not within the warranty period - the customer declined repair. The device was not available for additional investigation. Because the device is out of warranty, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was advised their device was out of warranty and cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.